Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as a potential ae that was posted to the (B)(6) page under vendor tracking number: # (B)(4)- text: "I will never trust anything made by (B)(6) as they are responsible for making my hip replacements which I needed redone. Sure I received a cash settlement but it was not nearly enough for all the pain and suffering I went through and finally having the second surgery and enduring that pain. Shame on you (B)(6), shame on you!"

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.